Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a falsely high ventricular rate due to an oversensing issue. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.